Event description:
The lead was later returned for analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was found via x-ray to be dislodged. A revision procedure was therefore performed to revise the lead. During the procedure, the physician believed the patient's system was infected; therefore, the entire system was extracted. The physician also believed this lead dislodgement was caused by the infection. A new device and lead system will be implanted in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection found the polyurethane (pu) tubing was melted, noted to likely be due to electro-cautery damage. The coils were also slightly kinked 4 centimeters (cm) from the lead tip. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout electrical testing were within normal limits; however, the lead did not pass pressure testing due to the melted pu tubing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.